Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up/ won't power down properly/ monitor emits loud tone) has been confirmed. As received, there was extensive physical damage to the monitor. The monitor's electrode belt receptacle was damaged and the monitor would not power down normally when the battery pack was removed. The monitor was unable to connect to an electrode due to damaged pins in the belt receptacle. Additionally, there was physical damage to the computer analog board and table board in the monitor, resulting in multiple shorted components, including the u1003 pld and several power supplies. The monitor showed further signs of excessive physical abuse, including damaged response buttons, and a cracked cover and enclosure. The root cause of the damaged monitor was excessive physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was not powering on or off normally and was emitting a loud tone.